Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited degraded performance issues. No intervention was performed. No patient adverse effects were reported.